Event description:
Cpi received information that the r-wave amplitude of the implantable cardioverter defibrillator (ICD) had decreased. The physician was concerned that the ICD may not be capturing the patient's heart and suspected a lead dislodgement. Impedance readings were normal. Cpi received additional information in december that the ICD and lead system was oversensing. The oversensing could be reproduced when the patient would strain stomach muscles. Boston scientific (formerly cpi) received information that this lead was partially explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in multiple segments due to induced damage upon explant. A thorough evaluation of all the returned lead segments was performed. Resistance and electrical tests were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities on any of the lead segments.

Event description:
Event description cpi received information that the r-wave amplitude of the implantable cardioverter defibrillator (ICD) had decreased. The physician was concerned that the ICD may not be capturing the patient's heart and suspected a lead dislodgement. Impedance readings were normal.